Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid 2.5 mg/ml at .5822 mg/day and bupivacaine 1.2 mg/ml at .2794 mg/day via an implantable pump for unknown indications for use. It was reported that there were no signs or symptoms. The wrong drug concentration was placed in the pump. The rep stated that the drug label was misread. The patient was brought back in, the bad drug was removed and the correct drug was put in the pump all within the hour. The issue was resolved at the time of the event and the patient's status was "alive-no injury". The patient weight and medical history was asked but would not be made available due to legal/confidential reasons.